Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Electrical cross continuity and resistance test results were within specification. Visual analysis found outer insulation cosmetic/abrasion(in-vivo) and proximal conductor distorted where the anchoring sleeve tied down and breached /cut extrinsic explant damage. There was no product performance issue found on this lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had a sudden increase in threshold, no capture, a drop in impedance and a slight drop in the r-wave. The lead was explanted and replaced. When the lead was explanted, the physician noticed a slight indentation over the area where the suture sleeve had been tied down. No patient complications have been reported as a result of this event.